Event description:
During a remote follow-up, the device was observed to be in backup mode (bvvi) due to event queue overflow. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.